Event description:
Note: this report pertains to one of four devices used during the same procedure. Manufacturer report # 3005099803-2014-02852 pertains to the first resolution clip device, manufacturer report # 3005099803-2014-02853 pertains to the second resolution clip device, manufacturer report # 3005099803-2014-02854 pertains to the third resolution clip device and manufacturer report # 3005099803-2014-02855 pertains to the fourth resolution clip device. It was reported to boston scientific corporation that four resolution clip devices were used in the stomach during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the clip grasped and locked onto tissue but failed to release from the catheter to deploy. The same issue occurred with the other three resolution clip devices. Reportedly, the clips were able to open and close prior to the procedure. No visible damaged was noted with the devices prior to use. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4) clip failed to release from catheter. According to the complainant, the suspect device has been disposed and is not available for return. There is not enough information to determine the most probable root cause. If any further relevant information is received, a supplemental MDR will be filed. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications.